Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient was given dual antiplatelet therapy (aspirin/plavix) prior to the procedure and heparin was administered intra-operatively. During the procedure, it was reported the first pipeline embolization device (ped) (4.25mm x 20mm) released from the capture coil and was approximately (B)(6) deployed when the ped was noticed to be twisting in the carotid siphon under fluoroscopy. Multiple attempts were made to open the ped by using advanced deployment techniques, but without success. It was decided to remove the ped by trapping the ped braid between the capture coil and catheter. A second ped (4.25mm x 16mm) was attempted to be delivered and a twist was also noticed. Multiple attempts were made to manipulate the device and remove the twist, but were also unsuccessful. It was then decided to remove this second device in the same manner as the first one; however, during the process the device fully deployed with the noted twist. The marksman catheter was advanced through the open proximal end of the pipeline and pressure was applied to the twist with the catheter successfully pushing the catheter through the twist opening the device, but with unsatisfactory wall apposition. The capture coil was retrieved through the marksman. Balloon angioplasty (an option presented in the instructions for use, u.s) was performed on the ped to achieve full wall apposition. The patient was reported to be doing well. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00566.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).